Event description:
While treating an infant on the model 3100a, the user reported the 3100a "stopped working". The pt was hand ventilated, then placed on another 3100a. The user did not state there was any compromise to the pt.